Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head cable was damaged. It is noted there was intermittent operation of rf head when interrogating while manipulating rf head cable with known good programmer. Analysis also found the top cover lens was broken. (B)(4).

Event description:
It was reported, the programmer head cable is damaged. The programmer head was returned for repair. No patient complications were reported as a result of this event.